Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: china. No product was returned. A visual inspection was conducted on the customer-provided x-ray. The x-ray shows a clear fracture of the plate pointed out by the yellow arrow in the picture. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A radiograph was provided and reviewed by a healthcare professional. A review of the available image identified the following: the single panorex image demonstrates multiple malleable plate and screw devices within the mandible with fractured plate along the posterior left molars. No other concerns were identified with the implants, such as alignment, placement, or loosening. No bony or anatomical concerns were identified. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided x-ray. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the initial surgery, the implant fractured and the patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.